Event description:
It was reported that, "the surgeon removed the broken gamma nail and revised the open reduction and internal fixation (orif) with placement of new gamma nail hardware. A 380mm x 11mm gamma nail was used along with a 105mm lag screw and two zimmer cables."

Manufacturer narrative:
Device was not returned. No eval was performed. Once the investigation has been completed any additional info will be reported in a supplemental report.